Event description:
The enclosed medwatch was rec'd indicating "during a laparoscopic cholecystectomy while using cautery and cautery utilized to cauterize bleeder points at tracor sites. Attempted to use a 2nd time to cauterize bleeding and did not work. Hand piece and cord changed. No further problems. At the end of the case 1" by 1/2" blackened area noted on right anterior abdominal wall. Area excised and sutured.